Manufacturer narrative:
B5: additional event information received indicating no patient involvement. H6: event problem and evaluation codes: updates not required.

Event description:
Additional information was received via email on 24-oct-2022: event occurred during set up. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the manometer was out of specification. Functional testing found the electronic functions did not turn on. Root cause was attributed to a faulty battery holder. What caused the damage to the battery holder could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced battery holder, MRI battery, sintered filter, o rings, and o ring washer for the preventative maintenance (pm). Replaced damaged manometer gauge. Performed pm, cleaned and affixed new service label. Device passed all functional testing after the completed repairs.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no alarms are working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.